Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer was not practicing proper air removal technique while loading the cartridge. The customer¿s blood glucose level was 97 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.